Event description:
It was reported that the patient died due to a cardiac arrest initiated from ventricular tachycardia and resulted in brain death. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.